Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error message was received on the programmer when trying to access the analyzer. Technical support (ts) suggested the caller unplug or reconnect the analyzer to see if that would correct the issue. Since the programmer had been sitting outside in the callers car, ts suggested bringing the programmer and analyzer to ambient room temperature and swap with another analyzer if needed. The status of the programmer and analyzer are unknown. There was no patient involvement.